Event description:
Follow-up information was received on 14-jul-2021: the author confirmed that the product used was not supplied by the company. It was a teoxane filler.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vestibular gingival and labial necrosis (pt: injection site necrosis), was deemed to meet serious injury criteria as treatment was necessary to prevent permanent damage. The device history record could not be reviewed as the lot number was not reported. Rauso, r., bove, p., rugge, l., & chirico, f. (2021). Unusual intraoral necrosis after hyaluronic acid injections. Dermatologic surgery, 1-2. Doi: 10.1097/dss.0000000000003099.

Event description:
This literature report from (B)(6) concerns a (B)(6) year-old female patient. She was injected with hyaluronic acid, above the anterior nasal spine and the nasal bones (intentional device misuse), with the aim of enhancing her nasal aesthetic. The patient was discharged at the end of the procedure. She had no history of a previous surgical rhinoplasty. The day after the hyaluronic acid injection, the patient experienced a gingival lesion. The patient did not correlate it with the injections themselves, for that reason she was referred to a dentist who suggested a diagnosis of gingivitis, suggesting local application of chlorhexidine gel once daily. The palatal lesion was not observed by the dentist. On follow-up, which was performed 1 week later, vestibular gingival and labial necrosis of the upper right incisor accompanied by partial lip mucosa necrosis was observed. Moreover, an exophytic palatal lesion was identified. As soon as the patient was observed, 1 week after the procedure, it was assumed that intraoral lesions were possibly related to the anterior nasal spine injections. It was further described as an unusual intraoral necrosis after hyaluronic acid injections. Consequently, hyaluronidase was injected and oral antibiotics, antiplatelets, and corticosteroid therapy were prescribed. The day after, hyaluronidase was injected again. Four days after the last hyaluronidase injection, the clinical appearance of the gums improved, and the palatal lesion disappeared. Twenty-two days after the hyaluronic acid injection and 14 days after the last hyaluronidase injection the gum completely healed. Due to the provided information, the outcome of the event was considered as resolved, after 21 days. In the opinion of the authors, because of the anatomy of arteries feeding the internal nose, it was assumed that gingival necrosis observed in this patient was possibly related to an embolization of the septal branches of the superior labial artery and a compression/embolization of the distal arteries coming from septal branch of posterior ethmoidal artery. The possible cause of gingival necrosis after hyaluronic acid injections above the anterior nasal spine was possibly a high-pressure injection. This possibly embolized the septal branch of the superior labial artery in a retrograde fashion allowing a dispersion of the filler between the septum and the perichondrium, and this then possibly occluded the terminal branches of the septal branch of the posterior ethmoidal artery. Hyaluronidase was only injected above the anterior nasal spine 1 week after the primary hyaluronic acid injections, and within a few days, the patient completely healed. Thus, this evidence allowed the authors to suspect that gingival necrosis and the palatal lesion were possibly related more to compression of the terminal branches of the septal branch of the posterior ethmoidal artery, rather than a retrograde embolization of the septal branch of the superior labial artery, although clinically the necrosis involved not only the gum but also the inner part of the lip.